Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module (e602). The sample initially resulted as 0.100 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. The result was questioned, so the sample was repeated twice, resulting as 1042 miu/ml and 1044 miu/ml. The result was corrected with the value of 1042 miu/ml. A second sample was collected from the patient and tested on (B)(6) 2018, resulting as 1345 miu/ml. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 259199, with an expiration date of (B)(6) 2018. No relevant errors occurred during the time of the event according to the alarm trace. The calibration performed on (B)(6) 2018 was within expectations. Quality controls on (B)(6) 2018 were within range.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.